Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss mint waxed (route: dental, lot number 3252d, expiration date unspecified) three or four times, for general oral hygiene. After an unspecified duration, while cutting the floss, the metal cutter broke off entirely from the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is 12-aug-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 16-jun-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using the reach johnson and johnson floss mint waxed (route: dental, lot number 3252d, expiration date unspecified) three or four times, for general oral hygiene. After an unspecified duration, while cutting the floss, the metal cutter broke off entirely from the container. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 01-aug-2014: the sample has not been received. The review of the data revealed no unfavorable trends and no trend involving lot number 3252d. The device history records review demonstrated adequate controls and did not show any gaps during the production process that could potentially affect the product or cause the loose cutter defect. The retained sample evaluation met specification, dispensed properly, and did not present defect on the cutter or the insert. The review of the manufacturing related issues documentation revealed robust actions and effective control points for loose cutter defect. Based on this investigation, the complaint category was closed with a disposition of undetermined. The device was used as intended for treatment. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
The date of this submission is (B)(4) 2014. This closes out this report unless other additional significant information is received.